Event description:
It was reported the videoscope exhibited foreign object inside the channel. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the investigation. The device was returned to olympus for inspection. The device evaluation revealed that the reported event was not reproduced and cannot be confirmed. Based on the results of the investigation, the root cause of the reported event could not be identified. The event can be detected/prevented by handling the device in accordance with the following instructions for use: -IFU states the detection method in urf-v3 operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.